Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high glucose levels on (B)(6) 2017, with blood glucose of 697 mg/dl at the time of the incident. The customer had bleeding ulcers and was unable to eat which caused the high. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer also complained of a blue spot in the middle of the pump screen that made them unable to see the screen. The insulin pump will be returned for analysis.